Event description:
It was reported that customer experienced cgm error 42 while using g7 sensor. No information was provided regarding impact to customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, and performed reset with guidance from technical support, after which error did not reappear and sensor session was successfully started.